Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked and hard-to-read screen while the device continued to function and blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health or interruption of therapy beyond temporary disconnection at the time of the drop. Investigation included review of the event details and logistics of replacement and return. Investigation of this device revealed physical damage to the display consistent with accidental drop, with no alerts or alarms reported and continued device operation. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage to the screen.